Event description:
It was reported a patient presented with ventricular tachycardia (vt) in which the implantable cardioverter defibrillator (ICD) provided an inappropriate shock due to incorrect interpretation of signal that initiated ventricular fibrillation (vf). The patient received additional shocks that failed to convert the rhythm and the patient deceased on (B)(6) 2023. Review of electrogram (egm) records indicated the device was sensing and diagnosing appropriately based on its programmed parameters. All programmed therapies were delivered.